Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a ¿disorder around the esophagus occurred¿. It was indicated that there was possibly an impact on the gastric nervous vagus. The case was completed with cryo. Following the case, the patient complaint of having a feeling of ¿gastrointestinal fullness¿. Gastric dilation was confirmed by x-ray images and the patient was given a proton pump inhibitor. The patient was unable to eat by mouth for one week. The issue then recovered and the patient was discharged from the hospital one week following the procedure. No further patient complications have been reported as a result of this event. Additional information received indicated that the physician commented that possible damage to the ¿gastric nerve vagus¿ occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the patient data files showed at least thirteen applications were performed with catheter 2af284 / 60470-41 without any issue on the date of the event. The catheter was not returned. This is a clinical issue (gastrointestinal fullness) encountered post procedure. No product malfunction reported. In conclusion, there was no indication of product malfunction and no product returned. A clinical issue (gastrointestinal fullness) was encountered post procedure. If information is provided in the future, a supplemental report will be issued.